Event description:
A user facility reported, the intraocular lens (iol) was taken out because the pt's "capsule broke and the vitreous came forward". The relationship of this event to the intraocular lens was not reported.